Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company sales representative reported that during cataract surgery, the surgeon heard the occlusion bell ring and immediately pulled out of the 2.2 mm incision. The patient experienced a corneal burn at the incision site, which required six sutures. The patient's postoperative status has not been reported at this time. Additional information has been requested.